Manufacturer narrative:
The original complaint was confirmed but not replicated. In logs, error 25950 was identified, which aligns with the reported event and confirms the fault occurred in the field. During visual inspection, damage consistent with the reported event was observed. Per the e 200 testing matrix, the unit passed all required tests. Based on these findings, failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the davinic system, the customer experienced repeated e200 errors. She stated she power cycled the system multiple times and the error persisted. Tse advised a hard power cycle of vision tower and the error returned. There was no report of patient involvement or reported injury.